Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a faulty reed switch. The device was returned to the customer unrepaired due to an estimate refusal. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor pump with a condition of "alarming and error l-02." It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. During the product evaluation at baxter it was discovered that there was a constant alarm received after the device started to infuse. No patient involvement was reported. No additional information is available. The user interface module master software version is currently unknown for this device.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.